Event description:
It was reported that the patient had a loss of therapeutic effect. Since 3 days ago, the patient didn¿t have the signal to go to the restroom and was having leakage, as well as needing to go more. The patient increased stimulation from 1.0v to 1.30v, where the patient could feel stimulation. The patient would monitor and adjust if necessary. There was no known accident or incident related to the complaint. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0lcyf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the therapy success was 70 to 80 percent when the patient first got it. The therapy stopped helping with symptom control a month or so ago and it was now worse than before. The patient was wearing pads before, but now they were up to 2 to 3 times a day. The patient was having pain starting over a month ago and it was related to the stimulation. It was really deep, as if something was in there, and they had horrific pain in their lower butt and down their crack area. The patient went to see their health care provider (hcp) 2 to 3 weeks ago and the hcp¿s assistant adjusted the stimulation or moved it or something. The patient thought it was fine for a couple of days, but then after the adjustment the pain got worse. The pain was not as bad prior to the adjustment and the patient turned stimulation down from 1.4v to 1v. The patient called their hcp last week and the hcp assistant was gone. The patient would try to see them again this week or next week. The patient could not believe it was not working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.